Event description:
Livanova deutschland received report that, as medical team was getting ready to come off support, a red alert on essenz hlm venous clamp popped up on the screen. The clamp was opened and the tubing removed; manual clamps were then used to complete the procedure. Once off bypass, customer turned the knob on the venous clamp and it seemed to preform as intended. There was no patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided h11: livanova deutschland manufactures the electronic venous clamp, the event occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.